Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a b30 image error, ccd (charged coupled device) flickering, and corrosion of the uc (universal cord) cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the b30 image error and ccd (charge-coupled device) flickering were due to component failure; however, the cause of the corrosion on the uc (universal cord) cable could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.